Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that a vitrectomy probe did not cut during a vitrectomy procedure in patient's right eye. The issue was noticed since the beginning of the procedure. It is unknown if the probe was aspirating at the time of the event. The probe was replaced and the procedure was completed without harm to the patient. A product sample has been requested for evaluation.

Manufacturer narrative:
A probe sample was returned for evaluation for the report of probe did not cut. A review of the related device history records for the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there were two other complaints for the reported issue. A photo of two vitrectomy pack tray was reviewed by the investigation site which confirmed the reference and lot numbers; however confirmation of complaint issue cannot be determined from the photo review. The sample was visually inspected and deemed nonconforming. Foreign matter was on needle and the cutter stuck in port. No functional testing could be performed due to cutter stuck in port. The sample was disassembled and the components inspected. There is approximately 5 minutes of usage wear on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. No resistance was felt when removing the inner cutter from the needle. Inner cutter is bent near the coupling. Wear marks at bend area. Gouge marks along a section of the inner cutter. Adhesive was observed on needle near the coupling, but the adhesive is too close to the coupling to have any contact with other components per the quality engineer. The actuation and aspiration tests were performed on the disassembled probe and the actuation and aspiration test were then found to be conforming. The initial tests were not able to be performed, due to the cutter being stuck. A re-test showed the sample was able to function to its specification. An initial actuation and aspiration test may not be able to be performed sometimes due to material causing the cutter to become stuck after its surgical use. Additional testing will dislodge the material and the probe will then work properly. The complaint evaluation does confirm the probe had a cut issue. The reason for the cut nonconformance is due to the cutter being stuck in port. The exact root cause for the probe being stuck in the port cannot be determined from this evaluation. It is most likely due to the interference that impeded the movement of the cutter shaft during the beginning of surgical use. This interference is present as observed from the bent inner cutter near the coupling, wear marks at bend area, and gouge marks along a section of the inner cutter. How and when the inner cutter became bent cannot be determined from the investigation. When the interference was removed during the disassembly of the probe, the actuation and aspiration tests were conforming when retested. No specific action with regard to this complaint was taken because the reason for the complaint issues cannot be determined from this evaluation. The procedure was also reviewed and found to provide adequate instructions to operators for the assembly of the probe. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
(B)(4).